Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. The user was not re-implanted at this time. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.

Manufacturer narrative:
Conclusion: device investigation on the received parts show damages which were most likely caused by the explantation. According to the information received from the field the device was not functioning whilst implanted, which was likely due to a damage to the conductor link. However due to the device's received status an exact location of the damage cannot be confirmed. Further the recipient suffered from a skin necrosis above the implant site and reportedly there was no longer any skin above the device. The user was not re-implanted. This is a final report.

Event description:
The explanted device was received for investigation. According to the explant report form the device was no longer functioning and the conductor link was found damaged. It was further reported that there was no longer any skin above the device due to necrosis. The necrosis started in (B)(6) 2021 and a occipito-temporal skin-plasty was done in (B)(6) 2021. After 11 months the skin necrotised again. The user was not re-implanted at this time. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.